Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission #k092313.

Event description:
According to the event description: "central monitoring detected a significant drop in arterial blood pressure in an isolated patient undergoing continuous catecholamine therapy. Upon entering the patient's room, it was found that the infusion pump was turned off and the display was black. The infusion pump was subsequently sent to the medical technology department for inspection. According to their feedback, multiple buttons had been pressed. Since no one was present in the patient's room at the time of the incident, this cannot be explained by manual operation."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. The device history files from the day of occurrence (2025-09-26) were investigated. A b.braun 50ml syringe was selected and the infusion started with a rate of 5ml/h. The infusion rate was change, several times. After approx. 10 hours the infusion stopped because the syringe holder was open. A syringe change was performed. An ops 50ml syringe was selected and the infusion started with a rate of 1ml/h. After approx. 4 hours the infusion stopped because the syringe holder was open. The syringe was extracted. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, a technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of wear and tear, but no damages could be found. Functional inspection: a functional test was performed. The device passes the self-test. A b.braun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A long-term test over 24 hours was performed with connection to mains voltage. A flow rate of 1 ml/h was set and a 50 ml b.braun syringe was used. No malfunction or abnormalities could be found. The device was complete disassembled, and the inside was investigated. No damages or soiling could be found. The defect could not be confirmed. Summing up all tests, the device works according to the specification. The reported malfunction could not be reproduced. No product deviation could be found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.